Manufacturer narrative:
Exact date unknown, event occurred on 2019. Implant date: 2019. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(4), batch: 19466429.

Event description:
It was reported that the patient had experienced inadequate stimulation. All device components were explanted. No further information has been obtained despite good faith efforts.